Event description:
It was reported that a patient has been having problems with cadd legacy pumps and cassettes since the end of (exact dates unknown). Pump issues also reported on a separate report: no new info provided. Patient provided lot numbers for bad cassettes: 15 unopened cassettes lot number 4173645, expiration date 12/20/2021; 1 cassette lot number 4213379, expiration date 02/12/2022 or 02/13/2022; 1 cassette lot number 4220001, expiration date 02/08/2022. Informed patient that we will have nurse reach out to make sure she is using cassettes and pump properly. Defective cassettes will be returned. Patient did not need any replacement cassettes at this time. No further information given. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l. Cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. No patient injury was reported. Additional information received via email from customer on (B)(6) 2022 and attached by ICU medical in complaint.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a product sample was received for evaluation. Visual and functional testing were performed. The sample received does not present any damage, kink, cut or condition that could cause the failure mode. Upon functional testing the sample was fully priming and connected without difficulty, but a no disposable alarm was activated confirming the reported problem. The root cause of the reported issue is unknown. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A corrective and preventative action has been opened to address the reported issue.